Manufacturer narrative:
(B)(4). The analysis found that one ec45 device was returned with the closure trigger broken and with an ecr45w cartridge loaded on the device. The reload was received fully fired and with cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. No further functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # l51785. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a left nephrectomy procedure, the device was used to anastomose the kidney pedicle. The device could not fire at the third firing. The release button compressed and the device was removed from the tissue. However it could not open after taken out of the patient's body. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.